Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: malfunction of the imaging system (ccd). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: line on image due to malfunction of the imaging system (ccd). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head had static lines on image. The issue was found during a diagnostic unspecified procedure. There were no reports of patient harm.